Manufacturer narrative:
Manufacturing received a vela front panel assembly. The vela front panel assembly was installed in known good vela unit. Fluid ingress was visible on bottom right hand side of panel screen. The unit was powered on in service mode and the touch screen was unresponsive. The customer issue of touch screen not working when touched was duplicated. The vela front panel assembly was scrapped.

Event description:
The distributor in (B)(6) reported that there is a spot on the touch screen and the screen is not working when touched.

Manufacturer narrative:
(B)(4). The distributor in (B)(6) determined that the most likely cause of the reported event was a malfunctioning front panel assembly. The distributor in (B)(6) was shipped a replacement front panel assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(6) for the return of the alleged faulty front panel assembly for evaluation. As of (B)(6) 2015 the alleged faulty front panel assembly has not been received.